Manufacturer narrative:
Qn# (B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Certificate of compliance (part of DHR) certifies that the aforementioned lot meets the viant upland quality system requirements and specifications. This product has been manufactured and controlled by viant upland in accordance with the FDA qsr and iso iso13485:2016. A review of the certificate of conformance/device history record found that the needle set passed all the release criteria. The device was released in 06/2020 and is approximately 1 year old. A CAPA is in process to further investigate the issue of the needle cover becoming detached. The complaint of a guard becoming removed from its needle while still in the kit was able to be confirmed by a complaint investigation of the returned sample and customer photos. When the returned kit was opened, it was confirmed to contain a needle with its guard not fully secure to the needle. The likely cause of this complaint is the package design. A CAPA is in process to further investigate the issue of the needle guard becoming detached.

Event description:
Detached needle cap; found on routinely check-ups.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Detached needle cap; found on routinely check-ups.